Event description:
It was reported via (B)(6) adverse event report that the physician was inserting a vascular catheter. When it came to insertion of the spring wire guide (swg), it seemed to go in effectively. However, when taking the swg out of the pt, the wire "half way along split... From the outside coiling." This prevented the swg from coming out. There is a note that there was no pt injury. Add'l info received on (B)(6) 2011 from the hospital stated the insertion site was the subclavian vein. The swg came undone inside of the male pt. It was removed by inserting and removing it with a backward/forward movement. Another catheter was placed successfully. Pt is still in the hospital. Further info received on (B)(6) 2011 from the hospital indicated the entire swg was received and nothing was left in the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.